Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went back down with the scope to check the capsule, which was in oral pharynx. The pt was not injured following the procedure.